Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell. Subsequently, although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. The customer's blood glucose level was 346 mg/dl. The customer attempted to bolus via the pump. Reportedly, the customer has manual injections available as alternate insulin therapy.